Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the handpiece stopped functioning during the case. The surgeon tried to troubleshoot blades and changed blades but the handpiece was the issue. The surgeon put it aside pulled another handpiece and completed the case with that one. There was no consequence to pt.